Manufacturer narrative:
The customer reported that their internet service provider went down and they can no longer monitor their transmitters. They stated that their transmitters were suppose to go into monitoring mode automatically if they ever lost wifi connection, but that they didn't. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their internet service provider went down and they can no longer monitor their transmitters. They stated that their transmitters were suppose to go into monitoring mode automatically if they ever lost wifi connection, but that they didn't. No harm or injury was reported.

Event description:
The customer reported their internet service went down and they could no longer monitor the transmitters. Their transmitters were supposed to automatically go into monitoring mode if they ever lost wi-fi connection, but they did not. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported their internet service went down and they could no longer monitor the transmitters. Their transmitters were supposed to automatically go into monitoring mode if they ever lost wi-fi connection, but they did not. No patient harm was reported. Investigation summary: the root cause of the gz transmitters not going into monitoring mode after a power outage is likely related to the hospital's infrastructure. The gz units enter monitoring mode after losing connection to the access point. If the access points are still on during a power outage, then the gz units would not enter monitoring mode. The customer was advised to turn off their access points during a power outage to allow the gz units to enter monitoring mode. There is no evidence of a nihon kohden device malfunction. The customer was provided education to prevent recurrence of this issue.